Event description:
According to the event description: "ICU patient - bedside nurse attempted to open the empty pump appropriately to insert IV line. Upon opening pump started alarming with error code 2121. Audible audio alarm and flashing screen. Pump isolated to mtp office for investigation. Cims completed. Emed completed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.